Event description:
Procedure: the md was performing a lead removal procedure. He lased for approximately one minute 34 seconds on the v lead using a spectranetics (spnc) 14fr sls catheter. The md upgraded to a model 500-013 16fr catheter and lased for 20 seconds. While pushing on the laser sheath, the bp dropped and the device was removed from the patient. Thoracotomy began immediately for a svc tear. Patient outcome: the intervention was successful. The patient was in stable condition. Summary of findings: the device used in the procedure is not being returned. There is no indication that the spnc device malfunctioned in any way, and the physician stated that the adverse event was not caused by the spnc device. It appears that all necessary precautions were used, including atrial line, fluoroscopy, thoracotomy tray and a surgical team immediately available.